Manufacturer narrative:
Analysis of the stimloc found no anomaly. The returned clip was tested with a known good stimloc cap, base and lead. With the clip inserted into the base and a lead passed through the clip, the clip was able to close onto the lead without difficulty and held the lead securely. The cap was also attached with no issues observed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 924256 ,lot# 082215316a, implanted: (B)(6) 2016, explanted: (B)(6)2016, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) that reported the stimloc would not clip during a procedure on (B)(6) 2016. The surgeon could not close it. The stimloc was changed and the issue resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.